Event description:
A complaint was received from a customer that reported the meter is not reading correctly. The customer stated that the display will not read the numbers correctly. While on the phone a review of the system was conducted. It was learned that the "tens unit" was missing from the display. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.